Event description:
It was reported to the MFR that a customer encountered difficulties during use of a detachable coil. The pt was admitted for treatment of a ruptured aneurysm located in the right internal carotid artery (ica). The physician attempted to pack the ruptured aneurysm with the coils. The size of the aneurysm being treated was 11.7 x 9.3mm. The pt's anatomy was reported to be tortuous. This coil was "place in aneurysm and conform nicely" however upon the physician's attempt to detach the coil, it was noticed that the coil had unexpectedly detached within the aneurysm. An angiogram was performed post procedure and it was found there a "small filling defect in the mca branch". The pt was discharged from the hospital experiencing left sided paralysis.

Manufacturer narrative:
This initial MFR report # 2939204-2008-00233 is related to initial MFR. Report # 2939204-2008-00232.